Event description:
An endurant ii stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. In the same procedure, a fem-fem bypass was performed for the treatment of occlusive disease of the iliac artery, using a 24mm endurant ii limb and a balloon mounted stent graft from another manufacturer. It was reported that post procedure, after further intervention, the patient expired. The cause of the event is undetermined. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received on this case reported that as per the physician, the cause of the death was attributed to the patient's poor anatomy, health and age. Date of death updated. If information is provided in the future, a supplemental report will be issued.